Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 18-jan-2023. H6: investigation summary : one sample was received and tested by our quality team. The tubing was separated at the smartsite below blue clip portion which is inserted into the pump. A high power digital microscope was then used and there was minimal solvent applied to the separated tubing. The complaint has been verified and the root cause of this failure is due to improper application of solvent to the tubing during assembly. A device history record review for model 2426-0007 lot number 22109144 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. H3 other text : see h10.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the clamp was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: rn opened package and did not notice it was in 2 pieces. Spiked fluid bag and then noticed fluid on the floor.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the clamp was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: rn opened package and did not notice it was in 2 pieces. Spiked fluid bag and then noticed fluid on the floor.